Event description:
Procedure: thoracotomy. Pt sex: unk. Reportedly, during the resection of the top of the lung, it was not possible to staple properly. The staples were not closed; however, the knife still cut. The surgeon then had to use another loading unit for "a more important resection." There was no pt injury reported.

Manufacturer narrative:
.